Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation was peeling off the jaws at beginning of burning branches. They were able to finish the case as well as retrieve the piece out of the leg. No patient effects reported.